Event description:
It was reported that the pump was alarming error code 45639. Troubleshooting was done but the alarm continued. Event occurred while with a patient but no patient harm was reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device received on 06/03/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the event history log was reviewed. The customer's stated problem was duplicated, and the cause of the issue was found to be a defective printed wire assembly (pwa) board. It was also found that the device's downstream occlusion (dso) seal was lifting, and dso sensor was contaminated. The pwa board was replaced to fix the issue as well as the dso seal/sensor.